Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-08471. Follow-up information provided the patient had both leads explanted and replaced on (B)(6) 2018. Therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-08471. During an ipg replacement on (B)(6) 2018 (please see MFR. Report #: 1627487-2018-08732), intra-operative testing revealed high impedances on both leads. Reprogramming attempts only temporarily resolved the issue, as the patient was soon unable to increase amplitude. As a result, the patient may be awaiting surgical intervention.